Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's exhalation valve, sensor board, mainboard and sensor board cable were replaced to address the issue. The device's bellows and transition tube were replaced in case of leak. Issue was resolved.